Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular lead threshold had been trending up and impedance had been trending up and became high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.